Event description:
While performing a percutaneous transhepatic cholioangiogram, physician advanced and retracted the us-1806 guidewire multiple times into an introducer needle. After loosing the tip of the guidewire within the biliary tube, the tip then embolized into the fleshy part of the liver. No adverse sequela reported by the user facility.